Event description:
During the procedure, the amplifier was flashing orange which caused a delay. The amplifier was rebooted with no resolution and an amplifier from a different hospital had to be obtained to complete the case with no harm to the patient.

Manufacturer narrative:
One ensite x amplifier was received for evaluation. Visual inspection revealed the front ports, and chassis were free of physical damage. The cat5e small form-factor pluggable (sfp) was bent from an undetermined event. The rear dc power coupler has some physical damage from an undetermined event. For evaluation purposes the port 3 and port 4 sfp were exchanged. The amplifier was powered on and then the amplifier booted to a flashing orange ¿not-ready¿ led status. This indicated the amplifier did not pass the power-on-self-test (post) although the test station and tracker communicated successfully, however there was multiple messages that said ¿error15¿. The service tool was then connected with use of putty software to observe the post sequencing. It was then observed that the post had nios symptoms attributed to slot which caused the post condition. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported event was due to the slot 0 cardiamp board.

Manufacturer narrative:
Additional information: e1.